Event description:
It was reported that the stent fell off of the balloon before the device was put on the guide wire, and the stent was manually recrimped back on the stent delivery system balloon by the physician (contrary to IFU). The device was advanced into the patient and the stent separated from the sds balloon. It was successfully retrieved from abdominal aorta retrieval forceps.